Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Based on the investigation, the most likely root cause has been identified for hub/collar separation, and CAPA 77523 has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that while using the device, the safety shield fell off the bd eclipse¿ blood collection needle with luer adapter. Leaving the needle exposed. No injury or medical intervention reported.